Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. Method: no testing methods performed. This device is used for therapeutic purposes.

Event description:
It was reported intraoperatively that upon intubating a female patient with a 7mm contact emg endotracheal tube, the patient was not able to be ventilated. The physician removed the tube and was able to ventilate the patient with a 6.5mm tube. However, the physician proceeded to remove the working 6.5mm tube in order to try to ventilate the patient again with the same 7mm tube which did not work initially. Although the physician used direct vision to see the 7mm tube pass easily through the patients¿ vocal cords¿the patient was yet again not able to be ventilated with the 7mm tube. So, the physician removed the 7mm tube to examine the it and found no issues¿as a result, he tried to intubate the patient with the same tube again with the same results. At that time, the physician decided to remove the 7mm tube and use a different nim tube to successfully proceed with the case. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): air could not be injected into the cuff because the inflation valve had been cut off of the inflation tubing. There was no evidence of any obstruction within the tube. It was initial use of the device in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.